Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient could feel their implantable neurostimulator (ins) since the night prior to the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.